Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with an injection of vancomycin (dose, route and frequency not reported) and an injection of ceftazidime 1 gram (frequency not reported). The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.